Manufacturer narrative:
Corrected data: continuation of d10: corrected to included the following concomitant devices: product ID: evfxplus-29; product lot/serial number: (B)(6); product type: heart valve; implant date on (B)(6) 2024; product ID: evfxplus-29; product lot/serial number: (B)(6); product type: heart valve; implant date on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dissection and cardiac tamponade first occurred towards the end of the procedure when the patient became hypotensive. Per the physician, the dislodged valve contributed to the dissection. Per the physician, the second valve, second dcs, sheath, and guidewire did not contribute to the dissection. The cause of the dissection was due to the dislodged valve that occurred in the ascending aorta. The right femoral artery was the primary access site used during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with mild mitral regurgitation, an ejection fraction of 65%, a tricuspid aortic valve, tortuous anatomy, an aortic valve area of 0.5 cm squared, and a mean gradient of 53 mm hg, a pre-implant balloon aortic valvuloplasty was performed. Subsequently, the valve was inserted into the patient and fully deployed. The valve dislodged after deployment and was snared to a new location to prevent further movement. A second valve and delivery catheter system (dcs) were inserted into the patient however, there was some difficulty advancing the second dcs through the dislodged valve and the patient¿s anatomy. The second valve was implanted, but an aortic dissection and cardiac tamponade were observed during the procedure. Intervention consisted of medication administration, pericardiocentesis, and the transfusion of 2 units of blood. Per the physician, pacing caption loss occurred and contributed to the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: eleven static images were provided for review. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture, and depth assessment was performed. The depth was approximately 2mm on the non-coronary cusp in the cusp overlap view, and 5-6mm on the left coronary cusp in the left anterior oblique (lao) view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth was acceptable, and a recapture was not warranted. The subsequent fluoroscopic images show the valve migrated aortic to a very shallow position after full deployment. Subsequently, the valve was snared, and a second valve was used for the implant. Contrast extravasation and a possible dissection is noted after the second delivery catheter system was advanced. Final angiogram confirms evidence of an aortic dissection. As stated in the IFU, physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/ or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.